Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The service engineer (se) was only authorized to update the software to the current level. Covidien was not authorized to service the device therefore the reported problem could not be confirmed.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.